Manufacturer narrative:
Additional device product codes: osh, mnh, kwp, mni, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent the surgery for asd with expedium. The surgery was completed successfully. On an unknown postoperative date after 5 years, the rod breakage was confirmed. Patient outcome is reported as stable. No further information is available. This report is for (1) expedium spine system rod 5.5 x 480mm. This is report 1 of 2 for complaint (B)(4).